Event description:
Caller reported the inability to interact with the pump unless continually holding down the pump button. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who acknowledged receiving instructions for the return of the faulty pump.